Event description:
Patient's original surgery was on (B)(6) 2011. It was discovered two months later that something was under the surface of the skin. X-ray showed a foreign material. It appears that part of the inserter (part# 90503768) must have some how come apart although the piece did not appear to have any sharp edges. There were two twinfix devices used and customer is unsure as to which one was involved as both were used during the procedure (B)(4). Second surgery to remove metal piece was on (B)(6) 2012.

Manufacturer narrative:
The tip of one device was returned (part# 90503768). Evaluation of the device confirmed the tip of the shaft breaking off at the weld. (B)(4) was initiated to add weld strength inspection to the laser welding operation. (B)(4).